Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were partially confirmed. The water removal ability did not meet the standard value due to clogging of the nozzle. However, the forceps inability to be inserted or removed could not be confirmed. In addition to the foreign matter found clogging the device nozzle and coming out of the suction channel, other evaluation findings are as follows: the adhesive on the bending section cover had a chip and a white-clouded area; the suction connector was dirty due to water leakage; the control unit was also dirty; the adhesives around the objective lens and the light guide lens both had a white-clouded area; there was a burn, a scratch, and dirt on the plastic distal end cover; the connecting tube had a scratch and a wrinkle; and the image guide protector had a scratch. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer did not have any idea about when the foreign material adhered to the endoscope. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. They also aspirated water through the instrument/suction channel, and brushed the instrument channel, the instrument channel port, and the suction cylinder. Lastly, the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device had a weak air/water flow and the forceps could not be inserted nor removed. This was found during preparation for an unspecified procedure. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found clogging the nozzle and coming out of the suction channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.